Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the issue occurred, however patient and procedure outcome is unknown due to insufficient information. Philips was unable to confirm the allegation regarding the disk space low error which was displayed on the system as the quotation was not accepted and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was given error disk space low. No harm was reported to philips. The device was in clinical use at the time of the event. Philips has started an investigation of this complaint.